Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Stem in varus led to dislocation of the humerus vs glenoid. Surgeon observed on post-op x-ray that the stem and reverse tray and separated. Revision surgery: disassembly with the stem and modification of the position of the tray. Patient was revised and stem was perfectly fixed and kept in place during the revision.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.